Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following could not be completed with the limited information provided. Date of event - unknown. Device code - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. (B)(6). Manufacture date ¿ unknown. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-00759 & 3002806535-2016-00093).

Event description:
Information was received based on review of a journal article titled, "revision shoulder arthroplasty: does the stem really matter?" Which aimed to compare the intraoperative complications, postoperative complications, and outcome of revisions from stemmed arthroplasties (stas) with those from surface replacement arthroplasties (sras) in which the copeland and nottingham prosthetics were used. This study consisted of forty (40) patients who underwent revisions and converted to reverse shoulder arthroplasty between 2005 and 2012 due to cuff failure in thirty-one (31) cases, cuff failure with aseptic loosening in six (6) cases, glenoid notching and glenoid loosening in 2 cases, and periprosthetic fracture in one (1) case. Of the patients, seventeen (17) had revision stemmed arthroplasties and twenty-three (23) revision surface replacement arthroplasties. The mean follow-up period after revision was forty-three (43) months. The overall reoperation rate was 7.5%, with 13% (three (3) of twenty-three (23)) in the surface replacement arthroplasty group and 0% in the stemmed arthroplasty group. One (1) patient with a surface replacement arthroplasty, required a revision to a stemmed reverse total shoulder arthroplasty due to a periprosthetic fracture caused by trauma. Reoperation for dislocation had to be performed in two (2) patients with stemmed arthroplasties. Five (5) patients implanted with stemmed arthroplasties required humeral osteotomy and seven (7) patients required structural allograft for reconstruction of the proximal humerus after removal of the initial stemmed prosthesis. In conclusion, the patients who underwent revision of an surface replacement arthroplasty had better results regarding length of hospitalization, blood loss, need for blood transfusion, intraoperative fractures, and clinical outcomes; however, these differences were not statistically significant. The group that underwent revision of an surface replacement arthroplasty showed slightly better clinical and radiographic results, but there were no statistically significant difference between the groups.